Event description:
Pump declared an altitude alarm, causing insulin to be suspended while speaker holes were obstructed. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Caller followed technical support instructions to clean and remove obstructions from speaker holes, reconnect cartridge, and wait to resume insulin. Pump resumed normal operation after additional steps, and technical support provided tips to prevent future altitude alarms, which caller acknowledged.